Event description:
It was reported that coating issue occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A savion flx guidewire was advanced for use. However, when placing the catheter over the wire, the wire coating was peeled. The device was removed intact and another savion guidewire was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the guidewire was returned, and no damages were observed. No issues were observed at the coating of the device. The device was soaked in saline solution in order to activate the coating at distal section. When the coating was activated, no issues were identified in the distal tip coating.

Event description:
It was reported that coating issue occurred. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A savion flx guidewire was advanced for use. However, when placing the catheter over the wire, the wire coating was peeled. The device was removed intact and another savion guidewire was used to complete the procedure. No patient complications were reported.